Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. The tissue was present on the grasping section. The manufacturing history was reviewed, with no irregularities noted. The device seemed to have been used in surgery since there is sticking of tissue to the device. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was reported that the ptfe pad of the device was severely worn in before use inspection. The device seemed to have been used in surgery. The user exchanged it with another thunderbeat. No further information was reported. There was no patient injury reported.